Event description:
The cre fixed wire esophageal balloon dilation catheter did not deflate completely after dilating the esophagus. The catheter to unable be removed from the scope. The provider withdrew the scope from the patient's mouth and the balloon end was cut off the catheter. The remainder was then removed from the scope. There was no harm to the patient. Ref # m00558370 lot #- 36853550 exp: 6/27/27.